Manufacturer narrative:
Unique device identification(UDI) not available. Device manufacturing date is unavailable. No evaluation was performed as the site discarded the part. Site discarded the tracker.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused a 20-30-minute delay to the surgery. It was reported that the surgeon had issues tracking instruments and patient tracker. The tracking view with emitter out of cradle showed the instruments, but not the patient tracker. Plugging the patient tracker into a different port did not help. The site used a different patient tracker, that tracked without issue. The surgery was completed with navigation and there was no known impact on patient outcome.